Event description:
Report received of an independent rate change. The customer contact reported that the pump was returned to the biomedical engineering department with a note that stated, "changes rate by itself." No specific programming parameters were provided. During testing by the user facility's biomedical technician, the pump did not demonstrate any independent changes in the programmed rate. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.